Manufacturer narrative:
Although anticipated, the device has not been received by the manufacturer for analysis. (B)(4).

Event description:
During a shoulder arthroscopy procedure it was reported that the device was threaded through the cannula and broke during insertion in the bone. After retrieving the pieces, a backup was inserted into the same hole. There was a reported five minute procedural delay with no patient injuries or complications. The bone quality was fine and there were no abnormal movements or impacting of the anchor.

Manufacturer narrative:
Device evaluation: one 5.5 footprint ultra pk suture anchor was returned for evaluation. Visual assessment confirmed the reported breakage. The anchor has broken in two places; the distal tip at the suture window and one side of the proximal end where it interfaces with the inserter. Dimensional assessment of the anchor is prohibitive due to its returned condition. The inner shaft is bent approximately 90 degrees. The condition of the inserter and anchor is consistent with off axis insertion. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. No root cause related to the manufacture of the device can be established. Further investigation is not warranted at this time. The instructions for use states: ¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole¿. (B)(4).